Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via medwatch report. Product serial numbers are unknown. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a medwatch user report which reported the following information: customer¿s wife reported that her husband encountered several issues with 6 of the adc freestyle libre sensors. The report indicated that 3 of the sensors fell off after insertion, 1 sensor wouldn't register the reader and another displayed ¿replace sensor check in 10 minutes¿ error message. No further product details were provided nor was there any indication that medical intervention was required due to the reported issues.